Event description:
It was reported that "at the end of a dialysis, app. After 3 hours flow, the enclosed catheter was divided into two parts. The nurse was nearby so there was a min. Blood loss and the doctor has to change the cath over the wire.